Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated "the last couple of weeks it's sort of jagged and it seems more prominent. I felt something stick out like a wire. Last night I broke off a piece." The implantable pulse generator (ipg) and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.